Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764, serial/lot #: (B)(4), ubd: unknown, UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that after thirty minutes, the system froze. The system was restarted but the computer was not able to boot up. The computer was opened up and internally cleaned. This did not resolve the issue. The computer was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intermittently, the system would freeze. After rebooting the system, it worked fine. There was no patient present when this issue was identified.